Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was uncomfortable and found to be experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed to eliminate the stimulation and remains in use. No further patient complications have been reported as a result of this event.